Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the patient was noted to have an extremely small atrial appendage. The atrial lead was noted to have positioning difficulty as the atrial lead kept pulling out the ventricular lead when the physician was trying to position the lead. No atrial lead was implanted. The ventricular lead is still in use. No patient complications have been reported as a result of this event.